Event description:
It was reported that during a sleeve gastrectomy procedure, the device was loaded with green reload and when closed, it made an odd noise. The device was inserted down trocar and then could not be opened once down trocar (not closed on tissue). The surgeon was able to open device outside of trocar. This device was loaded for a second time with new green reload and the same issue occurred. A second device of same lot number and new green reload were opened and same issue occurred with second device and new reload. A case was completed with a third device of the same product code but new lot number and new reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. Event could not be confirmed as the device closed and opened without any difficulties noted. No unusual noises were heard during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.